Manufacturer narrative:
Device: nim pulse mainframe 8253202 serial/lot: (B)(4) mfg date: 2014-06-02. The nim system was returned for analysis; no functional defects were found with the nim pulse mainframe, however the software was outdated and was upgraded to current specifications before returning to the customer. The patient interface also did not present any functional errors; the reported malfunction could not be reproduced. Physical wear was identified, and a connector plug was replaced before return to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the stim 1 channel of the nim response gave no response; in addition, it was mentioned that stim 2 sometimes did the same, indicating intermittent function.

Manufacturer narrative:
A product analysis is not available; the device has not been returned for evaluation. F information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the stim 1 channel of the patient interface provided no response; in addition, it was mentioned that stim 2 sometimes did the same, indicating intermittent function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.